Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be made available due to data privacy policies/legislation. Lot: unknown/not provided. Expiration date: unknown, as product lot number was not provided. UDI number: unknown, as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Initial reporter telephone number: (B)(6). Device manufacture date: unknown, as product lot number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an za9003 intraocular lens (iol) was removed and replaced with another one due to being marked in the optical zone during insertion into the patient's operative eye. The issue was observed in the postoperative exam and the doctor suspects that it may be a marking caused by the cartridge. There was no vitrectomy required and no delay in procedure reported. The patient's daily activities were not significantly affected and the patient has fully recovered. No further information provided. This report is for the emerald cartridge. Separate reports are being submitted for the other reported intraocular lenses and cartridges.